Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a decrease in battery voltage measurements with unexpected longevity. It was noted the hospital was wondering if the battery decrease was "normal" and requested an explanation for the decrease in battery voltage measurements. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned, however, performance data from the device was collected and analysis of the device memory found no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.